Event description:
It was reported to philips that the c-arm propeller geometry movement was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was being performed when the issue occurred and was completed as planned by moving the c-arm slowly. The philips field service engineer (fse) visited system onsite and confirmed that the c-arm geometry movement was not working. The review of system log files shows error of controller of the arc movement has lost the current calibration. Upon troubleshooting, the fse identified error of clea3 prop in amc triple servo drive. To resolve the issue, the fse replaced the amc triple servo drive, reinstalled the software and made necessary adjustments, after which the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported c arm geometry issue did not impact on the completion of the procedure. The procedure was completed as planned on the same system by moving the c-arm slowly, with no impact on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.